Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation under his armpits. The area was described as itchy. The patient reported that he starts scratching when he wears the lifevest or even thinks about wearing the lifevest. The patient reported that he is not wearing the lifevest, against the advice of his doctor. The patient's doctor prescribed a benadryl pill to treat the irritation and an anxiety medication. During a follow-up, the patient indicated that the irritation had improved.